Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. : investigation summary: sixteen open and three sealed 31g x 8mm pen needle samples were returned from lot. No. 1040135, cat. No. 320524. Visual examination of the sixteen open samples was carried out and a bent non patient end of cannula was observed on all sixteen samples. A clog test was carried out on the three sealed samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported 40 bd ultra-fine¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter, translated from german: "so the needles are placed on the syringes to administer the insulin. The customer then notices that nothing is coming out of the syringe, then exposes the home of the needle, and then notices that the inner needle is bent."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported 40 bd ultra-fine¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter, translated from german: "so the needles are placed on the syringes to administer the insulin. The customer then notices that nothing is coming out of the syringe, then exposes the home of the needle, and then notices that the inner needle is bent."

Event description:
It was reported 40 bd ultra-fine¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter, translated from german: "so the needles are placed on the syringes to administer the insulin. The customer then notices that nothing is coming out of the syringe, then exposes the home of the needle, and then notices that the inner needle is bent."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.